Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10apr2020.

Event description:
It was reported that the ventilator's exhalation valve was stuck open. There was no patient involvement. The service engineer (se) inspected the device. The se found an error code indicating the air valve stuck closed, and an unknown restart. The se verified the air valve and the flow sensor cable connections and found a burnt out motor control board. The se replaced the air flow sensor and motor controller board to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
B4: 27jul2020. G4: 27jul2020. H10: an air exhalation flow sensor and blower controller board were returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. An investigation was performed and the product analysis technician reported that no fault was found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.